Event description:
The account reported to the tech that the bed exit did not function. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The service tech found that the bed was not zeroed prior to putting a pt in the bed which caused an alleged problem with not being able to turn the bed exit on. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the bed without a pt in the bed to resolve the issue. Based on this info, no further action is required.